Event description:
The customer stated that she was hospitalized after experiencing high and low blood glucose levels. The reported blood glucose reading at the time of the call was 170 mg/dl. The customer stated that she was vomiting when admitted to the hospital. The customer also experienced kidney failure while she was in the hospital. The customer declined to do any troubleshooting with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.